Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the battery was depleted. They stated that "on-screen message" had appeared. Further service of the device is pending a visit to the customer site by a field service engineer (fse). This investigation is ongoing.